Event description:
During a plasma donation, a healthy, second time plasma donor, complained of cramping of the hands (tingling included left forearm, forehead, twitching of the lower eye lids, and mostly numbness in the mouth). In addition, the donor presented with the following signs and symptoms; paleness, flushing, weakness, dizziness, and blurred vision.